Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instruments collided while the surgeon was suturing, causing one side of the tip of the mega suturecut needle driver instrument to fall inside the patient. The surgical staff used fluoroscopy and was able to find and retrieve the fragment during the same procedure. The customer replaced the mega suturecut needle driver instrument and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site robotics coordinator reported that the instrument was inspected prior to use, and no issues were noted. The instrument performed as intended until it broke. The fragment was retrieved during the same procedure with a laparoscopic instrument. The customer reported that the site replaced the instrument with a back-up instrument of the same kind and completed the procedure. To the customers knowledge, there was no patient harm, injury or adverse outcome. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The instrument did not have a broken grip tip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. In addition, the instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing. This failure is typically attributed to mishandling/misuse.